Event description:
On 05/13/2026, it was reported to medela ag that a patient developed a pneumothorax and needed emergency surgery.

Manufacturer narrative:
Medela has requested the affected devices back for technical investigation.